Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be programmed. During a subsequent follow-up, the device would not accept any program changes. Therefore, the device was replaced.